Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has lost weight and now her scs ipg is protruding. Subsequently, the pt has requested that her scs ipg be replaced with a different model. Follow-up identified the pt's scs ipg was replaced and the pt is "doing well". Additionally, the pt's scs leads were replaced. Reference MFR report: 1627487-2013-03601. Reference MFR report: 1627487-2013-03602. Reference MFR report: 1627487-2013-03603.